Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient developed an irritation on her back under one of the electrodes. The patient's husband said it was red and looked like a burn. The patient's physician prescribed a topical medication and the patient's irritation healed.